Event description:
It was reported the customer experienced an elevated blood glucose (bg) level displayed as high with trace ketones level; cause was due to malfunction alarm. Customer did not take action to address bg level. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.